Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, five days after the implant procedure, the implantable cardiac monitor (icm) patient experienced an infection. The icm was explanted and replaced. No further patient complications have been reported as a result of this event.